Event description:
After 4500 u heparin bolus and 7.3 cc integrilin, 142 seconds with signature elite / act-lr during interventional cardiac catheterization. Subsequently administered add'l 3000 u heparin and 7.3 cc integrilin at unspecified time with > 540 second result. The 200 seconds from repeat test at unspecified time. Therapeutic range: 250 seconds. No report of pt baseline results. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR eval / investigation pending add'l info from consumer. MFR method, results, conclusions: MFR eval / investigation pending add'l info from consumer.